Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level in the 400s mg/dl. Customer was giving herself a bolus but blood glucose remained high. The customer has changed the infusion set and the reservoir. Customer declined troubleshooting for high blood glucose readings. The customer was informed the insulin pump will alarm insulin flow blocked if detected an occlusion. The product will not be returned for analysis.